Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a cartridge alarm occurred. Furthermore, it was reported that an unexpected reset occurred. When pump turned back on the malfunction code was cleared, customer loaded a new cartridge, and continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.